Manufacturer narrative:
The dealer stated that the wheelchair is pulling to the right. After checking the dealer stated that the weld on the right side caster fork is welded at an angle, causing the chair to veer right. A replacement chair is being sent and the damaged wheelchair is to be returned to invacare for an inspection and evaluation. No injury. No RMA issued at this time.

Event description:
Customer alleges chairs are pulling to the right. No injury alleged.